Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator alarmed and displayed a message of "unable to determine status of breath delivery". Patient ventilation continued without interruption. The ventilator was removed from the patient without any reported patient harm. There is no report of death or serious injury associated with this event.